Event description:
Revision surgery - the pt had hip pain. The surgeon changed to a total hip, adding a cup that was supplied by the competitor.

Manufacturer narrative:
The reason for this revision surgery was to remedy pain after 1.8 years of pt use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. There is no info in this complaint about any pt injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. The root cause was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.